Manufacturer narrative:
The insulin pump passed functional testing. No unexpected no delivery alarms were noted during testing. The device had intermittent button response due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm and experienced high blood glucose levels of 408 mg/dl. The customer stated that she could not clear the button error alarm. She already had changed 2 set and had entered her manual prime. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.